Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to the latch screws being broken off inside the drawer. A field service engineer (fse) replaced the screws and secured the latch, then the drawer closed properly. The fse replaced the old row board cable, inseparable, and flat flex cable to prevent future issues. Then, the fse inserted the drawer back into the device and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a drawer failure, required maintneance. The customer tried to recover the failed drawer, but the problem persisted. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed no harm to the patient. There were no adverse events or injuries reported based on this event.